Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) on the right ventricular (rv) and left ventricular (lv) channels due to pacing impedance measurements high out of range. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.